Manufacturer narrative:
No patient information provided as no patient was involved in this concern. This part was discarded by the site and will not be returned to manufacturer for analysis. Biomed from the site replaced the fuses. System fully functional. Issue resolved with part replacement. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) from the site reported that the imaging cable sparked while plugging unit in. Fuse was blown and the system is down. They have upcoming cases soon. There was no patient present when this issue was identified. Biomed replaced the fuses and issue resolved.